Manufacturer narrative:
DHR was reviewed and unit was built according to specification. It was determined that the back hinge had broken where the recline actuator attaches. This failure is what allowed the back to fall as reported. Material and structural testing was performed at the parent company. A change in the design of the part was implemented which improved quality and durability in the hinge attachment area. Device has since been repaired using the updated version of component. End-user reported not having suffered any injuries at the time of the event, but later reported to the service provider that he had a general soreness in his neck. End-user reports not have sought any medical treatment for this reported issue. An evaluation summary is not attached to this report due to a visual inspection being performed in the field to confirm the complaint.

Event description:
Received report that as end-user was being transported in their vehicle, the left side of the back hinge broke allowing client to fall backwards landing on the bench seat of the transport van. Reports received were no injuries were sustained as a result of the event and end-user had not sought medical treatment.